Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation, during pre-use check. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The distributor recommended that the printed circuit board (pcb) be replaced to resolve the issue, however, the customer declined ge service. No repair information available. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : the distributor performed a checkout of the equipment and confirmed the reported complaint. The distributor recommended that the printed circuit board (pcb) be replaced to resolve the issue, however, the customer declined ge service. No repair information available.